Event description:
Low pressure o2 inlet alarm blinking. Connections checked no leaks found. Pt manually bagged. Flowmeters changed. O2 supply changed. Alarm not resolved. Resolved with change of o2 supply and ventilator.